Manufacturer narrative:
On 26-mar-2025, angelini s.p.a. Provided bridges consumer healthcare the following information. Angelini s.p.a. Received the information on 14-mar-2025. The report verbatim is as follows: ir received on (B)(6)2025 from qa department. Complaint number (B)(4). A 36-month trend analysis has been conducted. The trend analysis returned a total of (B)(4) complaints for flex use products during the period (B)(6)2022 through (B)(6)2025 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 0.57 ppm, which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare flex use product. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis - rpt-000097160. There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. This complaint complies with the requirements stated in investigation procedure (B)(4) processing consumer complaints, effective (B)(6)2024 and it is recommended for approval. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. A visual inspection of the product would not be beneficial as a consumer experiencing a burn cannot be detected by reviewing the wrap. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare flex use product. There is no further action required. The batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause cannot be identified.

Event description:
On 11-mar-2025, angelini s.p.a. Received the following information from bridges consumer healthcare. Angelini s.p.a. Received the information on 26-feb-2025. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4), is an initial report from germany (B)(4) received on 26/jan/2025 from a consumer through diamed (B)(4). This case report concerns a 39-year-old female patient, who applied thermacare heat wraps (batch number ga0786, expiry date -jan-2026) for unknown indication. Concomitant medication: unknown. On (B)(6)2025, after thermacare heat wraps initiation, the patient experienced medical device site burn, redness, pain, application site pustules. On (B)(6)2025, a female consumer (born on (B)(6)1985) applied thermacare heat wraps (batch number: ga0786) according to the instructions for shoulder pain. The consumer stated that she applied thermacare after showering and did not apply any cream to her skin beforehand, but only dried her shoulders, put on her pajamas and lay down on the sofa. About 5 minutes after applying the head pad, the consumer experienced that her skin on her shoulders started to burn intensely and after removing the heat pad after 5-10 minutes, redness with pustules appeared. According to the consumer the pain started after approx. 5-10 minutes and was unbearable. Due to the burning sensation, the patient took a long shower with cold water. After showering the consumer applied a cold pack and waited for the pain to subside before going to bed. According to the consumer, she only showered with ph neutral shower soaps. In addition, she had normal combination skin and no skin or immune system diseases or allergies. The redness subsided during the shower and the pustules disappeared in the evening. The patient suffered from chronic pain and her medical history included several herniated discs and operations. She only took novalgin when necessary, otherwise she tried to relieve the pain mainly with heat. The consumer had previously used products similar to thermacare and tolerated them well. Outcome: medical device site burn: unknown; pain: unknown; redness: unknown; application site pustules: unknown. The action taken in response to the events for thermacare heatwraps was unknown.

Event description:
On 11-mar-2025, angelini s.p.a. Received the following information from bridges consumer healthcare. Angelini s.p.a. Received the information on 26-feb-2025. The report is as follows: this serious spontaneous case, manufacturer control number (B)(4), is an initial report from germany (B)(4) received on 26/jan/2025 from a consumer through diamed (B)(4). This case report concerns a 39-year-old female patient, who applied thermacare heat wraps (batch number: ga0786, expiry date: -jan-2026) for unknown indication. Concomitant medication: unknown. On (B)(6) 2025, after thermacare heat wraps initiation, the patient experienced medical device site burn, redness, pain, application site pustules. On (B)(6) 2025, a female consumer (born on (B)(6) 1985) applied thermacare heat wraps (batch number: ga0786) according to the instructions for shoulder pain. The consumer stated that she applied thermacare after showering and did not apply any cream to her skin beforehand, but only dried her shoulders, put on her pajamas and lay down on the sofa. About 5 minutes after applying the head pad, the consumer experienced that her skin on her shoulders started to burn intensely and after removing the heat pad after 5-10 minutes, redness with pustules appeared. According to the consumer the pain started after approx. 5-10 minutes and was unbearable. Due to the burning sensation, the patient took a long shower with cold water. After showering the consumer applied a cold pack and waited for the pain to subside before going to bed. According to the consumer, she only showered with ph neutral shower soaps. In addition, she had normal combination skin and no skin or immune system diseases or allergies. The redness subsided during the shower and the pustules disappeared in the evening. The patient suffered from chronic pain and her medical history included several herniated discs and operations. She only took novalgin when necessary, otherwise she tried to relieve the pain mainly with heat. The consumer had previously used products similar to thermacare and tolerated them well.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.